Event description:
According to the information received, an attempt was made to close a secundum atrial septal defect (asd) in a (B)(6) woman. The defect measured 14mm in static images and 16-18mm with stop flow ice and fluoroscopic sizing. There was a small segment of absent anterior (retro-aortic) rim. Initially a 30mm helex device was attempted. Although appropriately positioned after locking, it shifted inferiorly and allowed a moderate residual shunt. The helex was removed and an 18mm amplatzer septal occluder (aso) was placed without difficulty. The aso was well positioned but the edge of the aso touched the aortic wall on end. It was flat in appearance and was not opposed to the atrial wall. The patient was doing well until about 10 hours post procedure when she developed chest pain and hypotension. A large pericardial effusion was drained in the ccu. She went to the or where a right atrial and ascending aorta erosion was observed. The aso was removed and the defects repaired. She currently is doing well post op.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. This event is currently being investigated further and will be reviewed by the aga medical erosion board. This MDR will be updated if a definite erosion is confirmed.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.